Event description:
Information received from the field does not address the patient's clinical status but notes that in august 2001, the device was found in back-up mode. A software download returned normal function, but subsequent follow-ups in september and october showed an unexpected value for the cell impedance.